Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the delivery wire was fractured 132.5cm from the proximal end. The main coil was seen to be kinked. Functional inspection could not be carried out due to the delivery wire being fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the damage noted to the delivery wire during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that under fluoroscopy, the coil could not be detached after three consecutive attempts. The coil was removed and replaced with another coil of the same model to complete the procedure. The device was returned for analysis, and it was noted that the delivery wire was broken/fractured which is likely to have caused the detachment failure. The coil was damaged and still attached to the delivery wire. Based on a review of all available information and the analysis of the returned device it is probable that the delivery was damaged during use. An assignable cause of procedural factors will be assigned to the reported event: ¿main coil failed/unable to detach¿ and to the analyzed events: ¿coil delivery wire broken/fractured during use¿ and ¿main coil kinked/bent¿. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the coil delivery wire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.